Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump was found to have a damaged syringe holder. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged syringe holder. To correct the condition, the syringe holder was replaced. If any additional information is received, a follow-up MDR will be sent.